Manufacturer narrative:
Zoll has not yet received the autopulse platform (s/n:(B)(4)) for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during patient use, the autopulse platform (s/n: (B)(4)) performed 50 compressions then stopped and displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). The patient was removed from the platform and the crew reverted to manual CPR. The use of autopulse was aborted. The crew tried to realign the lifeband but the lifeband will not retract. The new lifeband was replaced but the ua 7 error message still occurred. No other information was provided.